Event description:
Caller reported an issue with a cgm error. There was no reported adverse impact to the customer's blood glucose level. Customer successfully reset their pump with the help of technical support, and the cgm error code did not appear again, allowing them to start a new sensor session without further issues.